Manufacturer narrative:
A review of the components yielded a balloon catheter which had been deployed. Stent strut impressions from the crimping process were apparent on the balloon and catheter shaft in the dilatation area. This is typical for a properly crimped device. Due to the strut impressions, we know that a stent was definitely crimped to the device. Per the IFU, when the stent is removed from the package, stent placement is verified to be between the radiopaque markers. It is not specified whether or not this occurred during the implant procedure. Films were not included. Lot qualification data from quality control indicates all samples met the required specifications. No anomalies were observed when traveling through the introducer. With no additional procedural details or films it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the mfg process or the device in question.

Event description:
Doctor attempted to treat a left iliac diseased vessel with filling penetrating ulcers. He selected a 9 x59 v12 on a 80cm catheter. On completion of stent deployment his next run showed a reasonable angioplasty result but no evidence of a stent in the vessel. On closer inspection he decided that no stent was present in the body as he could not identify it angiographically and the ulcers were still filling. He decided to treat the vessel with an 8 x 38 v12 and achieved the desired result except he felt this stent was a little short. The initial reaction was to think the pt had a stent floating around in the arterial tree. Due to pt post op pain they brought the pt back and CT'd the arterial tree in an effort to locate the missing stent. This search was negative and the pt subsided. He used a 5 fr hink to cross the lesion and a 180 benson wire. He used the ipsilateral approach to deliver the stent through a cook check flo performer straight 7 fr sheath.